Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. The primary reported observation is addressed in product labeling (e.g. Instructions for use). Therefore, well-understood factors likely contributed to the event. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of failure to capture was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of 'known inherent risk of device'.

Event description:
It was reported that this pacemaker dependent patient with this right ventricular (rv) lead was transported to the hospital due to bradycardia. A pacemaker check revealed elevated rv thresholds, resulting in loss of capture (loc) and lack of pacing. This patient was hospitalized, output adjustments were made and a temporary lead was inserted. No additional adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker dependent patient with this right ventricular (rv) lead was transported to the hospital due to bradycardia. A pacemaker check revealed elevated rv thresholds, resulting in loss of capture (loc) and lack of pacing. This patient was hospitalized, output adjustments were made and a temporary lead was inserted. No additional adverse patient effects were reported. This rv lead remains in service.

Event description:
It was reported that this pacemaker dependent patient with this right ventricular (rv) lead was transported to the hospital due to bradycardia. A pacemaker check revealed elevated rv thresholds, resulting in loss of capture (loc) and lack of pacing. This patient was hospitalized, output adjustments were made and a temporary lead was inserted. No additional adverse patient effects were reported. This rv lead remains in service

Manufacturer narrative:
Additional information for the initial reporter was received, resulting in creation of a supplemental report.